Manufacturer narrative:
Corrected information was provided in g4 (PMA/ 510(k)). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury (heart block) was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
While 0.18¿ impella wire was in the left ventricle prior to inserting the impella catheter the patient went into complete heart-block requiring temporary pacemaker. Temporary pacemaker was successfully removed at the end of the procedure and patient had their underlying rhythm reestablished.